Event description:
Additional information was received. The patient had a loss of therapeutic effect and return of symptoms about 2 months prior to rep ort. The patient was puking and had painful stomach. It was noted that her diabetes was "messed up too," however it was unknown if this was associated with the implant. The patient did not know if the implantable neurostimulator (ins) had been on or off or depleted. The patient requested assistance to check the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was "gastroparesis, not device."

Manufacturer narrative:
Product ID: 435135, lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: lead, product ID: 435135, lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: lead. (B)(4).

Event description:
It was reported that the patient felt nausea and was vomiting when she woke up in the morning for the previous 6 weeks. The patient was hospitalized twice in the past 2 weeks for dehydration; she was not absorbing correctly even though she was drinking enough water. The patient's physician was hoping to use the physician programmer (8840) to check the patient's implantable neurostimulator (ins). There was no known accident or incident related to this event. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.